Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. Further evaluation of this device is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.